Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, experienced repeat malfunction after reset, and was provided replacement pump arranged by technical support.